Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized on multiple occasions due to elevated blood glucose levels ranging from 700-1,200 mg/dl. Reportedly, on one occasion the customer reported they became unconscious and emergency services had to transport the customer to the emergency room. Customer stated there is numbness now in his first three fingers. Customer was treated with manual injections and released from the hospital after approximately 2-3 days later. During troubleshooting with tandem technical support it was found that the customer incorrectly programmed their correction factor. Customer adjusted their correction factor, and stated at the time of the call their blood glucose level was stabilized.